Manufacturer narrative:
The additional proglide device with the same reported issue referenced is captured under a separate medwatch report. The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a puncture closure of the left common femoral vein was attempted using a proglide device with an 8f sheath after a diagnostic procedure. Reportedly, no suture was present when the proglide plunger was removed. Another proglide device was used with the same results. Hemostasis was achieved by applying manual compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.